Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator for the system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error during boot up. There was no patient present when this issue was identified.